Event description:
On 10/22/98, the international distributor informed the MFR via a faxed report of the following: upon opening the device package, it was noted that the device lock connector was missing. The same product was used for a substitution. A replacement device was requested. No further details were provided.